Event description:
It was reported to medtronic minimed that the insulin pump was flashing the medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer reported that the pump was flashing the solid white display. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After multiple new batteries and battery caps, the unit powered up and displayed a flashing medtronic logo. Flashing white display was not observed during testing. Unable to perform self test or download the unit due to the flashing medtronic logo condition. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was found at the electronic assemblies, separated to the electronic stack. The unit was also received with pillowing keypad overlay, scratched case, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, cracked case, cracked battery tube compartment, cracked corner of the belt clip rails, and broken belt clip rails. In conclusion, the flashing medtronic logo was confirmed and determined to be caused by moisture damage at the electronic assemblies, separated to the electronic stack. The flashing white display was not confirmed during testing. Cosmetic damage was confirmed during visual inspection when cracked case, cracked battery tube compartment, and a cracked corner of the belt clip rails were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.